Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found the flex vision computer unable to boot. Upon troubleshooting, it was identified that there was no image on the flexvision monitor in the exam room, although the rest of the system started normally, and images were visible on the acquisition and review consoles. To resolve the issue, the fse replaced the flex viewing pc, software was reloaded, and the license file was installed. The defective flex viewing pc was returned to philips for failure analysis, and the cause of the flex viewing pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the flex viewing pc by the field service engineer has resolved the reported issue. The functionality of the system was restored. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision computer was unable to fully boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.